Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction at the puncture site the patient had a low cgm reading around 35 mg/dl. He took off the sensor and noticed the sensor insertion site was red and was infected with pus. He went to his primary doctor on the same day (B)(6) 2024 and was given prescriptions for oral antibiotics (oxytetracycline and amoxicillin). The oxytetracycline was 100mg per tablet, 2 tablets a day for 3 days. The amoxicillin was 125mg per tablet, 2 tablets a day for 10 days. He was initially scheduled for surgery to drain the abscess on (B)(6) 2024. Follow up contact was made with the patient on (B)(6) 2024. The patient indicated that surgery was cancelled because his condition had improved significantly after starting treatment with the oral antibiotics, and no future surgery was planned. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint states that a skin reaction was reported. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined.